Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
The patient was implanted with gore tag thoracic endoprosthesis. In 2007, the patient was admitted to the hospital after vomiting blood. A CT scan revealed a proximal type I endoleak. The following day a reintervention took place using an additional device. No further reports of complications have been received.